Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an unspecified clearlink IV set leaked from a pinhole in the tubing. This occurred during infusion of heparin for treatment of pulmonary emboli. The reporter stated that the nurse had noticed that the tubing was wet, then inspected the line and observed that the line squirted heparin through a pinpoint leak every time the pump had forced the liquid through the line. This led to a puddle approximately 5x3.5 inches in diameter. There was no report of patient injury or medical intervention associated with this event. No additional information is available.